Event description:
The facility's biomedical engineering department reported inconsistency in delivery of levophed at a low rate on a colleague infusion pump. The event was reported to have occurred when titrating up the medication. Reportedly, the pump would not "kick in" immediately or "pulse". The patient's blood pressure dropped; however, no patient injury has been reported. No additional information available.

Manufacturer narrative:
The pump is not available for evaluation. The serial number of the device was not identified by the facility. Should the pump be received for evaluation or if additional information becomes available, a follow up report will be filed.